Event description:
It was reported that the patient passed away. The cause of death was unknown. The outcome was not considered device or therapy related. It was unknown if an autopsy was performed or if the device was explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii lvas (left ventricular assist system), serial number vad-13304, and the patient's outcome could not be conclusively determined through this evaluation. The device was reported to have been operating as intended and will not be returned for evaluation. The relevant sections of the device history records for vad-13304 were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii lvas (left ventricular assist system) IFU (instructions for use) is currently available. Section 1, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.